Event description:
Pharmacy reports customer experienced a scratch on her cornea for which she was treated with some eye drops and told to return to the infirmary in 2 days. Three days later her eye had become very swollen and the hosp diagnosed a corneal ulcer and she was admitted. A culture of the contact lenses grew serratia marcescens. She was discharged after 4 days. The next day the customer contacted the pharmacy and reported that she had lost sight in her eye and she has an opaque cornea and a dilated pupil. No info has been received from the examining physicians.